Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that was visually observed within the dialysate by the patient care technician (pct). The leak occurred and was detected by the pct before it could reach the blood leak detector on the machine, a fresenius 2008t machine, to trigger an alarm. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient continued treatment on a new machine. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: g1 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. (B)(4) lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one - multiple approved temporary deviation notices (dn) reported on 13 of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that was visually observed within the dialysate by the patient care technician (pct). The leak occurred and was detected by the pct before it could reach the blood leak detector on the machine, a fresenius 2008t machine, to trigger an alarm. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient continued treatment on a new machine. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: h6 (investigation findings and conclusion codes).

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that was visually observed within the dialysate by the patient care technician (pct). The leak occurred and was detected by the pct before it could reach the blood leak detector on the machine, a fresenius 2008t machine, to trigger an alarm. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient continued treatment on a new machine. The complaint device was not returned to the manufacturer for evaluation.